Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr confirmed that the device's screen would not turn on and he replaced the front panel to resolve the reported issue. The fsr ran the operational verification procedure (ovp) and the device meets manufacturer specifications.

Event description:
The customer reported that vela ventilator's screen went black while the device was in use on a patient. The device continued to ventilate, but the screen could not be seen. The vela ventilator was switched out for another device and there was no patient harm associated with this reported issue.